Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's rv lead impedance dropped below 200 ohms and caused a polarity switch on 3 separate occasions in the last year. It was noted that everytime the impedance dropped, it would immediately recover and stabilize. The impedance drop was not associated with any changes in sensing, thresholds, or noise. The patient was stable. No further information is available at this time.